Manufacturer narrative:
Other, device evaluation: one cadd ms3 pumps was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer stated problem. According to the investigation, functional testing performed, and the device did not lose any programming. The device ran the program for an extended period of time with no issues occurring. Further investigation determined that after 2 days without power from the battery, all programming will be lost as referring to the notification of change information providing to customer. Therefore, no problem found with the issue. However, the investigation recommended software installed as preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that the cadd ms3 ambulatory infusion pump lost programing due to no battery. There were no adverse events reported.